Manufacturer narrative:
Examination of the reported device by depuy metallurgy confirms the fractured bolt failed due to low stress, high cycle reverse bending fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Removal of a knee prosthesis following a fracture of one of the implant (flut femrod).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation.